Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. Concomitant product: 6725 adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient became dizzy while sitting and subsequently received shocks. The ambulance was called; however, the patient felt fine. Later that evening, the patient presented to the hospital after passing out. A chest x-ray revealed that the right ventricular (rv) lead was dislodged resulting in the inappropriate shocks. The patient had an episode of asystole while in the hospital. The rv lead was explanted and replaced. It was further noted that the battery had diminished dramatically due to the inappropriate shocks and abnormal battery depletion was suspected. The device was explanted and replaced. It was noted that the patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.